Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors. The customer¿s blood glucose level was 316 mg/dl at the time of the incident. Customer stated that they were unable to clear the alarm and unable to complete rewind. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 37 noted. Motor was tested outside device and passed, however device received with corroded motor home switch. Pump error 53 found in the device history due to software error.